Event description:
It was reported that the patient was unable to insert the cartridge into the chamber, and after guided troubleshooting to rewind the mechanism, the patient was able to continue the supply change without further issue. Customer care provided support by having the user perform rewind. Investigation of this case revealed that rewinding the insertion mechanism restored function and the device operated as intended. No reported clinical effects during the event. Outcomes included no impact on health and no alarms. It was concluded that the event was resolved through user guidance and did not represent a device malfunction.